Manufacturer narrative:
Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the night after a lead cap with replacement procedure, the patient had 1 beat that was lower than the programmed rate as noted on the electrocardiogram. There were some short interval counts noted. Reprogramming was performed to change the sense polarity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.